Event description:
The customer reported there was an interlock failure error message displayed. This error will cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. The system operates as intended.